Event description:
This study case report was received from an investigator in france on (B)(6) 2009 and refers to a (B)(6) female patient who was involved in an observational company-sponsored study, study number: (B)(6). Additional information was received on (B)(6) 2010 which qualifies this case as an incident. Study description: study enquete success ii, essure ess305 is a non-interventional, multicenter, prospective, epidemiological study with the aim to determine the rate of predictive factors for successful bilateral placement and the final efficacy of the essure® permanent sterilization method, as measured by the absence of pregnancy. Patient number: (B)(6). The patient used cerazette as historical drug. Her medical history includes one cesarean labor; she also had a curettage done. The patient last menstruation period before the insertion procedure was (B)(6) 2008. On (B)(6) 2008, essure was inserted in the outpatient operating room; anesthesia was not used during the procedure. The patient's uterine cavity condition was normal, and her uterus was retroverted. The procedure was started on left side. The physician considered easy to introduce the catheter into left tube and difficult in the right tube due to perception of obstacle and poor visualization. At the end of procedure she had 2 coils externally visible in the uterine cavity on the left side and 2 on right side; the physician used 2 inserts, 1 on each side. The procedure took 25 minutes and bilateral placement was successful. The patient experienced pain during and after the procedure. Vasovagal syncope during the procedure was denied. No other procedure was done at the same time of the insertion. The patient was satisfied with the procedure. During consultation on (B)(6) 2008, the patient reported that she used postoperative analgesics; she also reported that she had postoperative effects like pain and bleeding. She used minipill cerazette as back-up contraception. At this consultation, radiography was done and showed asymmetric inserts. An ultrasound was also performed and showed only the left device visible from the cavity to the horn. A hsg (hysterosalpingogram) was not done. In conclusion, the left insert was in good position but the right was not. The final result was considered an essure failure due to abdominal migration. Physician details the reason of the failure as right essure with perforation of right uterine horn certainly due to perforation by false passage during placement. On (B)(6) 2009, the patient had right essure ablation which had perforated horn without intra-abdominal migration (essure proximal extremity was in horn), the ablation occurred with no difficulty and a right salpingectomy was performed. The product technical complaint investigation and final assessment were received on (B)(6) 2015. (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: there is no reason to suspect a causal relationship of the reported adverse events to a potential quality deficit based on this report. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on (B)(6) 2015 for the following meddra preferred term: uterine perforation. The analysis in the global safety database revealed 145 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this study case report refers to a (B)(6) female patient, who was involved in an observational company-sponsored study, had essure (fallopian tube occlusion insert) inserted and a perforation of right uterine horn certainly due to perforation by false passage during placement occurred. Also, the patient experienced post-procedural bleeding. These events are serious due medical importance and listed in the reference safety information for essure. Uterine perforation with essure may occur, most often during insertion. Also, bleeding is an expected event during or following essure insertion. In this particular case, the insertion was difficult due to poor visualization and perception of obstacle, which might had contributed to perforation of right uterine horn. The perforation probably was the reason for the post-operative bleeding and pain. Given positive temporal relationship and their nature, the reported events are assessed as related to essure use. Since essure removal and salpingectomy per laparoscopy were performed, this case is regarded as incident. According to technical analysis, there is no reason to suspect a causal relationship of the reported adverse events to a potential quality deficit based on this report.

Manufacturer narrative:
Follow-up received on 20-jun-2016 from gynecologist/obstetrician. (B)(4). The patient's date of birth was updated. The patient was not pregnant. The patient's historical condition included inferior limbs shocking. The patient received the concomitant medication paracetamol. On (B)(6) 2008, the patient experienced abdominal pain, considered related to the devices, and serious requiring hospitalization on (B)(6) 2008. The essure system has drilled the uterine (in lateral uterine right) horn. On (B)(6) 2008, essure of right side was removed without difficulties. In addition, right salpingectomy was performed. The patient recovered from this event on (B)(6) 2008, and she discharge from hospital on the same day. Follow-up received on 28-jun-2016: it was confirmed that perforation was posterior to essure placement (not during placement). So the event was modified from "perforation of right uterine horn certainly due to perforation by false passage during placement" to "perforation of right uterine horn". The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 01-jul-2016 for the following meddra preferred terms: uterine perforation. The analysis in the global safety database revealed (B)(4) cases. Abdominal pain. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Company causality comment: this study case report refers to a (B)(6) female patient, who was involved in an observational company-sponsored study, had essure (fallopian tube occlusion insert) inserted and a perforation of right uterine horn (previously reported as perforation of right uterine horn certainly due to perforation by false passage during placement) occurred and experienced post-procedural bleeding. She also had abdominal pain which resulted in hospitalization. She had right side of essure removed and a right salpingectomy was performed. These events are serious and listed in the reference safety information for essure. Uterine perforation with essure may occur, most often during insertion. Also, bleeding and pain are expected events during or following essure insertion. In this particular case, the investigator stated the perforation was posterior to essure placement. This perforation probably was the reason for the post-operative bleeding and abdominal pain. Although the exact mechanism of the perforation is not know, given events nature, they are assessed as related to essure use. This case is regarded as incident since surgical intervention was performed. According to technical analysis, there is no reason to suspect a causal relationship of the reported adverse events to a potential quality deficit based on this report.

Manufacturer narrative:
Follow-up information received on 08-aug-2016: update of quality-safety evaluation of ptc (B)(4). Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 09-aug-2016 for the following meddra preferred terms: uterine perforation. The analysis in the global safety database revealed 298 cases. Abdominal pain. The analysis in the global safety database revealed 578 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Company causality comment: this study case report refers to a (B)(6) female patient, who was involved in an observational company-sponsored study, had essure (fallopian tube occlusion insert) inserted and a perforation of right uterine horn (previously reported as perforation of right uterine horn certainly due to perforation by false passage during placement) occurred and experienced post-procedural bleeding. She also had abdominal pain which resulted in hospitalization. She had right side of essure removed and a right salpingectomy was performed. These events are serious and listed in the reference safety information for essure. Uterine perforation with essure may occur, most often during insertion. Also, bleeding and pain are expected events during or following essure insertion. In this particular case, the investigator stated the perforation was posterior to essure placement. This perforation probably was the reason for the post-operative bleeding and abdominal pain. Although the exact mechanism of the perforation is not know, given events nature, they are assessed as related to essure use. This case is regarded as incident since surgical intervention was performed. According to technical analysis, there is no reason to suspect a causal relationship of the reported adverse events to a potential quality deficit based on this report. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.